Event description:
The information provided to sjm indicated a 23mm trifecta valve was implanted on (B)(6) 2010. Severe aortic valve incompetence was diagnosed as well as suspected endocarditis. The valve was removed on (B)(6) 2013 and a 25mm freestyle valve was implanted.